Event description:
408 days after implantation of a taxus express2 drug eluting stent, non-q-wave myocardial infarction (mi) occurred. During the initial procedure, a lesion was located in the 2nd diagonal coronary artery with 70% stenosis. There was no calcification or tortuosity. The lseion was treated with a 2.75x20 mm taxus express2 stent the pt was discharged the next day on a regimen of asa and plavix. The pt presented 408 days after the initial procedure with a non-q-wave mi. The event relationship to the taxus stent was unk. A reintervention took place with the target vessel being treated with a angioplasty balloon, and a taxus express2 stent (size not rpeorted) being implanted in the lid lad artery. The pt was discharged 3 days later, the pt condition at time of discharge was not reported.